Event description:
On (B)(6) 2012 the reporter contacted animas to report that the pump had an issue during the load step, and primed the full insulin cartridge out during that step. There was no patient injury associated with this issue. The issue was not resolved, therefore this complaint is being reported.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed three "no cartridge detected" warnings recorded on the reported failure date as well as multiple loss of prime warnings. On testing, the pump powered on normally. Several ez-prime operations were performed without issue. The force sensor was tested and found to be out of specification. The pump cover was removed for investigation and revealed the force sensor flex pins to be partially dislodged from the printed circuit board sockets. There was contamination on the force sensor plate. Recall # 2531779-03/24/2010-003-r.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.